Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 that appeared on the homechoice (hc) display during dwell 4 / 5 while connected to an unknown hc cassette. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power the hc machine. The tsr advised the cg use manual bag. The cause of the alarm was unknown. The caregiver (cg) did not observe any leaks on the supplies. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint for the se 2240 (air in set) was not confirmed due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).